Manufacturer narrative:
D4. Primary UDI number: the primary di# has been used as the lot information is unknown. A video was review for evaluation. In the video, particles were detected. Based on the video it can¿t determine if the particles are inside of the medication bag or between the medication bag and the housing. According to the video, the reported problem was confirmed. A device history record (DHR) review was conducted with the suspected lot number, which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that there were particles found the disposables. This time they had 14 cadds. The event occurred after filling, during visual inspection against white, black and light backgrounds. Per reporter, they also see these particles on the outside between the filled bag and the plastic cassette. There was no patient involvement. The potential lot number is 6005587.